Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the products had the primary packaging open. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # r57a6z. Investigation summary : the analysis results found that five pve35a devices were returned inside its package opened. The package were visually inspected, the seal area was inspected and evidence of being properly sealed was found in the package. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the analysis results found that the pve35a device was returned inside its package opened. The package was visually inspected, the seal area was inspected and evidence of being properly sealed was found in the package. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot r92c4z number, and no non-conformances were identified. Device history batch ==> a manufacturing record evaluation was performed for the finished device batch r57a6z number, and no non-conformances were identified.